Event description:
It was reported that the customer experienced a blood glucose (bg) levels displayed as "high" on the continuous glucose monitor; cause was unknown. Customer reported vomiting. A correction bolus via the pump was delivered to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.